Event description:
According to the caller, pt does not remember specific times or what their exact blood glucose values were. The caller stated the follwing regarding the day of the incident. Pt got up and had breakfast. After eating, they went to a different chair. Pt was dizzy and had a headache that lasted all day. Pt had supper around 6 p.m. And then watched tv for a while. Then their spouse told them, they were mumbling and that's the last thing they remembered. Pt then passed out and the spouse called 911. The fire dept revived pt and took pt to the hosp. Pt was admitted to the hosp for 3 days with a diagnosis of low blood sugar (45mg/dl) pt suffers from high blood pressure. No further info is available.